Manufacturer narrative:
(B) (4).

Event description:
Literature: prasa, d., kutz, s., deters, m., & huntschel, h. (2009, october). Medication errors in intrathecal application: a rare but severe occurrence. Poster session presented at the 9th annual meeting of the international society of pharmacovigilance, (B) (4). Summary: this study presents a review of the intrathecal iatrogenic medication errors reported to the poisons info centre (pic) (B) (4) from 1999 to 2008. Seven of the 1153 cases reported to pic (B) (4) were related to intrathecal application. Five cases were inadvertently overdosed, one drug was applied intrathecally instead of epidurally, and the final case, the drug was used in a false indication. The aim of the study was to investigate the incidence of errors in the intrathecal application of drugs reported to the pic (B) (4) to get further info for effective prevention. Reportable event: one pt experienced an overdose of 4mg of intrathecal baclofen instead of 0.025mg. The pt first developed symptoms one hour after the overdose with symptoms including clouding of consciousness, hallucinations, dyspnea, hypotension, sinus bradycardia, and flush. The risk of toxicity was noted to be severe. A portion of the "liquor" was withdrawn to reduce the baclofen concentration in the cerebrospinal fluid. The pt was intubated and ventilated for 48 hours. The pt's cardiovascular symptoms were responsive to the administration of atropine, dopamine, and dobutamine, where as physostigmine was ineffective. After four days, the pt was discharged from the intensive care unit. The pt recovered without sequela.